Event description:
It was reported an alarm sounded and the 3-beep alarm cannot be used. No patient involvement reported at this time.

Manufacturer narrative:
The device was returned to philips for bench repair. The following functional tests were performed: defibrillation energy test; nbp calibration; co2 calibration. Results of functional testing indicate a 176.8j measurement when attempting a 200j shock. The defibrillation tested failed and showed an "x" indicator. The therapy capacitor was replaced. A verification test was ran and had normal energy values. The device also passed the operation test. The philips bench repair technician found the nbp and co2 calibrations expired. The nbp and co2 calibration were completed. The repairs were completed and the device was returned to the customer site. The malfunctioning therapy capacitor is not available to be returned for additional investigation as it's logistics handling code is to scrap defective products. Based on the information available and the testing conducted, the cause of the reported problem was a broken therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.